Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold. In addition, there were indecipherable dual electrograms found on the remote pacemaker transmission. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 555453, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).